Manufacturer narrative:
The analysis of the log file showed two attempts of a 3d run which were aborted due to premature release of the foot switch. In addition, examination of the log file did not reveal any system error. Based on the information in the log file, the user aborted two 3d shot releases prematurely, before an image was completed. The instructions for use state that the foot switch must be held down to perform the 3d dr acquisition. Additionally, there is an information in the message line of the monitor. As a precaution, the local customer service representative (cse) involved replaced the foot switch. The returned foot switch was thoroughly examined and no error was found. An individual "user error" is determined as the basic root cause. A general systematic error was not detected. No corrective action is required.

Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. The cause for the issue has not been determined yet. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
It was reported to siemens that a 3d run aborted on the artis pheno unit. The issue happened twice with two different patients. It is unclear whether any injuries are attributed to this incident. The reported issue occurred in (B)(6).